Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report chordae rupture, increased mitral regurgitation (mr) and mitral stenosis requiring surgery. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to 1-2 with mean pressure gradient of 5mmhg. Some days post procedure, the patient was re-hospitalized due to being symptomatic. Transesophageal echocardiography (tee) and echocardiogram showed that the clip was stable on a2/p2 leaflets, but a new chordae rupture was observed in a1/p1 and increased mr grade of 4 and mean pressure gradient of 10mmhg. The physician decided to perform cardiac surgery on the patient. No additional information was provided.

Manufacturer narrative:
Patient codes: 2020 labeled. Internal file number - (B)(4). Correction: date of event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of mitral stenosis and worsening mitral regurgitation, tissue damage and edema as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the patient was re-hospitalized on (B)(6) 2019 for acute pulmonary edema due to the increased pressure gradient of 10mmhg. Because of the increased gradient, an additional clip could not be implanted; therefore, mitral valve replacement was performed on (B)(6) 2019. The implanted clip on (B)(6) 2019 remained stable on the leaflets and the chordal rupture was due to the patients condition. No additional information was provided